Manufacturer narrative:
Method: the service representative troubleshot over the phone with the customer. Result: skoocher gas cylinder.

Event description:
It was reported that the unit was leaking hydraulic oil. No adverse consequences alleged.